Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a low blood glucose event last week in which she was unconscious for three-and-a-half hours. Her vision was blurry and she had fallen and hit her head. The customer was blue and her pulse could not be found. The patient was taken to the hospital and her blood glucose could not be read: her blood glucose was below 14 mg/dl. The customer was treated via glucagon injection and two amps of d5w. Additionally, in a separate incident, the customer was given a steroid injection for her arthritis which increased her blood glucose to 600 mg/dl. She treated via insulin pump bolus. Troubleshooting was declined for both the high blood glucose and low blood glucose events. No products were returned or replaced.